Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was also reported that the patient underwent a gynecological procedure on (B)(6) 2009 and boston scientific obtryx was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): reason for surgery: stress urinary incontinence. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, fistulae, recurrence, bleeding, dyspareunia, and vaginal scarring. It was reported that patient underwent mesh excision, cystoscopy, bilateral retrograde pyelograms on (B)(6) 2009. It was reported patient underwent hysterectomy on (B)(6) 2009.